Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the patient presented to the hospital after hearing an alert. The right ventricular (rv) lead had short v-v intervals and interference was observed on electrogram with movement. Review of performance data noted a spike in pacing impedance. During a revision procedure, a connection issue was noted and resolved. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.